Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pneumonia, sinus infections and coughing up blood. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. Additional information received and b5 should have been reported as: the manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused pnuemonia, sinus infections and coughing up blood. The patient has alleged to seeing particles. The patient did receive medical intervention and reported to have been hospitalized. Additional information received and b7 was updated with the patient's past medical information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  Additional information was received and section b5 should be reported as:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged tosinus infections and was coughing up blood. There was no medical intervention required by the patient. The reported event of sinus infections and was coughing up blood and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case.based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury. Nor is there any report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. The device has not yet returned to the manufacturer for evaluation.at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2,  has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated. Section b7 updated in this report.